Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, in order to protect the blood vessels and prevent the leakage of chemotherapy drugs, the nurse performing intravenous therapy performed a PICC catheterization on the patient. When inserting the central venous catheter kit, it was found that the guide wire and skin dilator were difficult to insert. After retrieval, a crack was found at the front end of the skin dilator. The catheter kit was replaced and PICC catheterization was performed again. This phenomenon caused the patient to undergo repeated punctures, increasing the patient's pain. There were no other devices that could be used. No other information was provided.